Event description:
It was reported that the patient presented in clinic after experiencing multiple inappropriate shocks. Upon device interrogation, lead noise on both ra and rv leads was observed. The rv pacing lead impedance was high and out of range. Noise was also reproducible on both channels with isometrics. Tachy therapy was turned-off. The patient's ef has increased, and the physician may not be inclined to replace the leads. Patient management and device reprogramming will be discussed with the physician.